Event description:
It was reported that during re-entry procedure, a catheter puncture occurred. The occluded lesion was located in the left superficial artery. The offroad¿ positioning balloon was positioned distal to the occlusion and inflated at 2 atm. The offroad¿ microcatheter lancet was loaded on a .014 journey guide wire and inserted into the balloon lumen. As the microcatheter tip approached the aortal iliac bifurcation, advancement of the microcatheter became increasingly difficult and could not be advanced further. It was noticed that the positioned balloon that had been inflated was now deflated. An attempt to re-inflate the balloon was unsuccessful. The microcatheter and guide wire were removed from the patient. The positioning balloon was completely deflated and also removed. Upon removal it was noted that the lancet had punctured the inflation lumen of the positioned balloon causing it to deflate. The physician chose to stop the procedure. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the micro catheter was kinked at various locations along its length. This kinking is consistent with excessive force having been applied to shaft. No issues were noted with the tip of the micro catheter. The outer diameter of the micro catheter was measured to be within specification. A visual examination of the balloon catheter found 2 holes in the shaft at 46.4cm and 47 cm distal to the strain relief. These holes in the shaft are consistent with the reported event of the micro catheter puncturing the balloon catheter. An examination of the strain relief identified no anomalies. There was no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during re-entry procedure, a catheter puncture occurred. The occluded lesion was located in the left superficial artery. The offroad positioning balloon was positioned distal to the occlusion and inflated at 2 atm. The offroad microcatheter lancet was loaded on a .014 journey guide wire and inserted into the balloon lumen. As the microcatheter tip approached the aortal iliac bifurcation, advancement of the microcatheter became increasingly difficult and could not be advanced further. It was noticed that the positioned balloon that had been inflated was now deflated. An attempt to re-inflate the balloon was unsuccessful. The microcatheter and guide wire were removed from the patient. The positioning balloon was completely deflated and also removed. Upon removal it was noted that the lancet had punctured the inflation lumen of the positioned balloon causing it to deflate. The physician chose to stop the procedure. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).